Event description:
Pt in or for left inguinal hernia repair and laparoscopic cholecystectomy. When clips were placed on the cystic duct to divide it, the clips sprang off. The surgeon felt the clips would not hold with any surety and, threfore, converted the procedure to an open laparotomy for cholecystectomy. The pt tolerated the procedure well with no apparent comlications. The pt had been admitted 5 days prior to event date and was discharged 6 days after event date.